Event description:
During the procedure, the physician wanted to remove enf from patient because the enf size was not suitable. But the enf22 stucked in the proximal hub of prowler catheter. He used another enf and the procedure was successfully done.

Manufacturer narrative:
During the procedure, the physician wanted to remove the enterprise vrd (enf452212/10210277) from patient because the device was not suitable, but the enterprise was stuck in the proximal hub of prowler microcatheter (606s255x/15819649). Therefore, another enterprise was used and the procedure was successfully done. There was no adverse event reported and the devices will be returned for analyses. (B)(4).